Manufacturer narrative:
The device is used for treatment, not diagnosis. A product development evaluation was conducted by review of the exponent evaluation report. It concluded: there is no evidence of device failure or mal-function that warrants further actions. The articulating surfaces of the superior endplate and the pe inlay show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates including the coating and the pe inlay all consistent with surgical removal. There are signs of impingement between the superior and inferior components that likely at least partially resulted after the subsidence occurred. No new user needs have been identified as a result of the condition of the device corrected data: device evaluated by manufacturer - changed from not returned to manufacturer to yes. Device available for evaluation - changed from no to yes. The device was returned to hospital for special surgery for third party evaluation on an unknown date.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot # 5822597 (assembly (B)(4)), the following documents were reviewed: DHR release check lists, packing process sheet, and packaging label log. Review of the process sheet # (B)(4) shows that the sealing settings were within specification, qc check was performed and the parts met specification. The DHR release check lists do not show any non-conformity. Review of lot# 5822597 shows that the parts were processed within specification. (B)(4). These re-pack and labeling steps are not relevant to the complaint because it did not affect the function of the devices. The investigation could not completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
A patient was implanted with a prodisc-c in 2009 at level c5-c6. On an unknown date in 2013, an x-ray revealed that the implant was loose and had subsided through the inferior endplate. Revision surgery took place on (B)(6) 2013 and the prodisc-c was removed. A corpectomy at c6 was performed and the patient was implanted with a competitor's corpectomy cage and an anterior cervical plate at level t5-t7. This is report 1 of 1 for complaint (B)(4).